Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16ur2, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-may-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device wasn't working anymore. The environmental/external/patient factor that may have led or contributed to the issue was the patient had twiddler syndrome. The diagnostics/troubleshooting performed included an impedance check across all combinations. The rep also noted the patient flipped the ins in the pocket enough to pull the lead out of position; it was twisted in a small ball inside the ins pocket. As a result of what was reported, the system was explanted, discarded, and replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.